Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 21 mmol/l (378 mg/dl) while wearing the pod between 36 and 48 hours on the arm. Symptoms reported include ketones of 0.1 and high blood glucose levels. It was reported the hyperglycemia occurred due to hormonal changes. The pod was removed by the doctor at the hospital. A new pod was applied and a bolus was delivered.